Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcb. Visually inspected part. Installed in known good unit. Events log recorded multiple %o2 range error and check o2 cal. Fio2 performance test show that the monitored values were lower than the range required for most of the controlled settings, but the external analyzer was in the range. After calibrating the o2 regulation and performing the fio2 performance test the values for the monitor and external analyzer were corrected. The unit ran for 38 hours while frequently changing the o2 controlled settings, and heating up the board with a heat gun, but the problem was not duplicated. Findings/root-cause: the main board was received uncalibrated, but after calibration, could not duplicate the problem.

Manufacturer narrative:
(B)(4). Field service installed a replacement o2 cell and main printed circuit board, then performed user verification tests (uvt) and operational verification procedures (ovp). Post repair, the unit was operating according to manufacturer specifications.

Event description:
The customer reported that during pretesting, the unit gives an o2 range error. They tried calibrating the o2 cell, however that did not help. They requested for field service to be dispatched to the user facility. No patient involvement.